Manufacturer narrative:
Device received with no button response due to flattened (b, escape and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify motor error alarm, displayable history crc check failed on startup alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor position encoder error and motor error. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer was able to clear alarm and able to rewind the insulin pump. Customer reported that the insulin pump had more than one motor position encoder error and motor error alarm within any 30 days present. The insulin pump will be returned for analysis.